Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. Eval has found that the input/output printed circuit board (I/o pcb) does not match this unit. Through review of the device history record it was determined that the I/o pcb came from a different device. This unauthorized repair performed outside the factory exposed the internal esd sensitive components, compromising all internal electrical components and rendering the unit irreparable. The device could not be repaired and has been removed from service.

Event description:
During baxter's eval of a spectrum pump, evidence of tampering was found. It is unk if there was pt involvement with the device after the unauthorized service was performed.